Event description:
A female patient reported an intraocular lens (iol) which was implanted over 30 years ago has shifted in her eye, and she is unable to read the lens information on the card she was given. No medical or surgical intervention required. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section d4: model number: unknown, information not provided. Section d4: catalog number: unknown, information not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: the exact date of implant is unknown/not provided. The best estimate is 30 years ago. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6- health effect - clinical code 4581 - this code is used to capture device decentered or dislocated. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.